Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
According to the reporter: during a laparoscopic nissen procedure with the stomach, the device kept dropping the needles after being toggled. The surgeon abandoned the product and finished sewing laparoscopically. The current patient status is fine. No patient injury.

Manufacturer narrative:
Manufacturer reference number: (B)(4). Device evaluation summary: post market vigilance (pmv) led an evaluation of one device. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned device. Visual inspection of the returned device showed some plastic shearing on the toggle switch. This occurs when pressure is applied on the toggle lever prior to closing the handles and prematurely attempting to toggle, resulting in the shaving conditions noted. A pmv needle was loaded onto the instrument by engineering. The needle was found to function properly when applied through layers of test media. Pressure was exerted on the needle in all directions and from both sides of the jaw to simulate clinical conditions. No difficulty was experienced in loading, unloading, or toggling the needle. Should new information become available, the file will be re-opened and reassessed at that time.